Manufacturer narrative:
(B)(4). Publication year of 2014 for journal article. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported that during review of journal article, title: the hac trial (harmonic for acute cholecystitis): a randomized, double-blind, controlled trial comparing the use of harmonic scalpel to monopolar diathermy for laparoscopic cholecystectomy in cases of acute cholecystitis. Author : fausto catena1*, salomone di saverio2, luca ansaloni3, federico coccolini3, massimo sartelli4, carlo vallicelli2, michele cucchi2, antonio tarasconi1, rodolfo catena1, gianluigi de¿ angelis1, hariscine keng abongwa, daniel lazzareschi2 and antonio pinna. Citation: catena et al. World journal of emergency surgery 2014, 9:53. The aimed of this prospective study was to demonstrate the ability of the harmonic scalpel (h) to reduce intraoperative conversion rates compared to the conventional monopolar diathermy (md) approach during laparoscopic cholecystectomies (lc) in cases of acute cholecystitis (ac). 42 patients underwent laparoscopic cholecystectomy for cholecystitis in which 21 patients (male=11, female=10; age range=71.2 ± 7.1 years; bmi range=26.6 ± 2.1) used harmonic scalpel (ethicon) and 21 patients (male=10, female=11; age range=71.6 ± 6.2 years; bmi=28.1 ± 2.31) used monopolar diathermy. In the md group, the cystic artery and duct were clip-ligated; however, in the h group, the cystic artery and duct were closed directly by h-mediated action. Reported complications in h group included mild biliary leak (n=1) which resolved with conservative treatment (delayed abdominal drain removal after 3 days); distortion of calot¿s triangle anatomy (n=1) and had treatment conversion. In conclusion, the use of h appears to correlate with lower intraoperative conversion rates during video-laparo-cholecystectomy (vlc) procedures in cases of ac without significant increases in morbidity rates or decreases in post-operative hospitalization. The harmonic scalpel may be most useful in technically demanding cases. The use of h is recommended in cases of gangrenous ac in order to expedite the surgical procedure and reduce the likelihood of bleeding and intra-operative conversion.